Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing that the device was in backup vvi. Patient was asymptomatic. A device download was successfully performed.